Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
Device malfunction: dislodged stent. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during the procedure in the left iliac artery, during advancement of the omnilink stent delivery system (sds) and as the sds exited the 7 fr introducer sheath, the stent partially dislodged from the balloon. The sds with the partially dislodged stent was removed from the anatomy by unknown method. There was no adverse patient effect. Though requested, no additional information was provided.